Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the tip of the impactor for pfna blade broke off. The distal tip of the impactor was engaged into the blade. At time of insertion, the impactor broke at the engaged end of the blade. The broken piece was not found and is suspected to be still locked into the blade. It was reported the surgeon was applying force at the time to lock the blade. The nail was a prophylactic case due to the patient having a proximal femur tumor. No further information was provided. This report is for an unknown blade. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.